Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced nerve damage, muscle spasms causing severe constant pain, severe groin pain, stabbing pain in right pelvic area extending to lower back, vaginal pain, painful intercourse and urinary incontinence. The patient underwent an exploratory pelvic exam in 2008. The patient underwent exploratory pelvic surgery, concurrently with excision of right ovary and cyst in 2008. The patient underwent dilation and curettage in 2010. (B)(4).